Event description:
Device issue: suture came out of artery. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during deployment of the suture the entire suture came out of the artery. The physician felt that when the foot was deployed, it was not intra-luminal. Hemostasis was achieved using a non abbott device. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.